Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine monitoring. Upon review, the implantable cardioverter defibrillator exhibited extended charge times. No intervention was reported. The patient was stable.

Event description:
New information received noted the patient's device was explanted on an unknown date. No further information was provided.

Event description:
New information received noted the patient was stable throughout the previously reported device explant procedure.

Manufacturer narrative:
Final analysis found that the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv anomaly.